Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.503.716, synthes lot: 4503938, supplier lot: n/a, release to warehouse date: 07 july 2017, manufactured by: synthes elmira. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matmand pl straig w/cent-space 3+3ho t1. Was broken in two pieces at one of the plate's end. The broken fragment was returned. The matrixmandible plating system surgical technique was reviewed. Following relevant statements were found: warning: these devices can break intraoperatively when subjected to excessive forces or outside the recommended surgical technique. Precautions: -minimize notching or scratching of the implant during contouring. These factors may produce internal stresses which may become the focal point for eventual breakage of the implant. -avoid reverse bends as it may weaken the plate and lead to premature implant failure. -avoid sharp bends. Sharp bends include a single out-of plane bend of >30 degrees between two adjacent holes. The review has also shown that for out of plane bending like in this case, either the bending irons parts 03.503.077 and 03.503.078 or the bending pliers with nose part 03.503.056 should be used. If the bending pliers with nose is used the with out of plane and second step marked part of the tool has to be used. The duckbill end of the bending pliers with nose is used to bent the last segment of a plate, which is accordingly marked on the device. While a root cause cannot be determined for the reported issue, it is possible that the plate was bent in an inappropriate direction leading to the breakage. A dimensional inspection was unable to be performed due to post-manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matmand pl straig w/cent-space 3+3ho t1. Would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - matrixmandible plate and screw system - straight plate,1.5mm thk, 3 x 3 hole. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Only the event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that when bending the plate during surgery on an unknown date, after two bends, the plate snapped. The procedure was completed successfully with no delay. There were no patient consequences, and no further medical intervention was required. No further information is available. This report involves one ti matrixmandible 3x3 hole plate 1.5mm thick. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.